Manufacturer narrative:
The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Additional, changed, and/or corrected data: b5, d6b, g2, h6. Reason for reoperation: capsular contracture baker grade IV.

Event description:
Later healthcare professional reported "implant encapsulated baker grade IV and completely distorted" and "was not ruptured". This record is for the left side. The device was explanted and replaced.

Event description:
Patient reported "rupture" found via ultrasound. This record is for the left side. The device remains implanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been/will be requested. No additional information is available at this time. Reason for reoperation: rupture.